Manufacturer narrative:
In 2007, a field service engineer inspected the laser and performed a scheduled preventative maintenance. The laser system met specifications and performed as intended. The next month, an intralase clinical applications specialist (cas) provided surgery support and observed the site has been modifying their laser settings on a continuous basis, against the advice of the cas. Additionally, the site has had on-going construction adjacent to the surgical suite since 2006, that is stirring up dust and debris in the area. An environmental company evaluated the surgical site and noted that the ventilation system was not working effectively, most likely due to an air filter that was improperly installed. White powder was observed on equipment and noted in the environmental report, even though the site uses powder free gloves.

Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2007. One day postoperatively, the patient presented with grade 2-3+ diffuse lamellar keratitis (dlk) in left (os) eye. A flap lift and rinse was performed on os eye on the date of event; a second lift and rinse was performed on os eye three days later. Patient was treated with oral and topical steroids and a bandage contact lens was placed. The patient's preoperative best corrected visual acuity (bcva) was 20/20. Postoperative, ucva is 20/25-2. The patient responded to treatment and dlk has resolved. The association between the event and the device is unknown.